Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient previously underwent a right knee replacement. The patient later required revision surgery due to polyethylene wear. The tibial and patellar polyethylene components were revised, with the patellar component demonstrating more significant wear. This was associated with osteolysis of the bone, which necessitated bone grafting. The patient was last known to be in stable condition following the event. No further information is available.